Manufacturer narrative:
Imdrf device code a0401captures the reportable event of stent shaft broken.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a lithotripsy by flexible ureteroscopy procedure in the left ureter performed on (B)(6) 2023. During unpacking, it was found that the middle part of the stent was fractured. The procedure was successfully completed with another polaris loop ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a stent placement in the kidney for kidney stones performed on (B)(6) 2023. During unpacking, it was found that the middle part of the stent was fractured. The procedure was successfully completed with another polaris loop ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401captures the reportable event of stent shaft broken. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the stent shaft was detached. Additionally, the suture and positioner were not returned. A functional evaluation noted that a mandrel 0.035" passed through the stent without resistance. During the microscope inspection, it was observed closely that the stent shaft was detached and the suture hole was in good condition. No other problems with the device were noted. The reported event was confirmed. Based on the product analysis performed, it was found that the stent shaft was detached. Additionally, the suture was not returned, indicating that it was removed, and the stent was used, evidence that it is possible that operational factors interacting with excess force during interaction with the suture string such as an entanglement and/or a tension generated at the time of removing the suture before its use could have caused the detachment. Consequently, affecting the performance of the device. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. Block h11: block b5 procedure name and anatomy location has been corrected.